Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8110 had cracked flange gripper was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, flange gripper: informed this is not a field replaceable part. Recommended sending in for repair. Transferred to repair team for further assistance. No further investigation of this issue is possible at this time, and no patient involvement/ harm was reported. Based on troubleshooting results, technical services could not determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility

Event description:
It was reported that the 8110 had cracked flange gripper. There was no patient involvement.